Manufacturer narrative:
N/a

Event description:
A patient was undergoing continuous renal replacement therapy with a prismaflex m150 set that had been in use for over 48 hours when the effluent line became stuck in the effluent bag. Treatment was temporarily stopped and the blood in the extracorporeal circuit was not returned to the patient resulting in an estimated blood loss of 189 ml. The nurse confirmed that the patient was not symptomatic from the blood loss and did not require any medical intervention.